Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5113075. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd insyte autoguard-n winged catheters experienced catheter splitting. The following information was provided by the initial reporter: attempted to start IV x 2 attempts with insyte-n autoguacd winged 24 gauge x 0.56in catheter (yellow packaging, with wings). However, when rn tried to advance catheter, catheter tip "shredded," and could not be advanced. This happened twice, and per nnp has also happened recently at pvh. Normal process of IV start was followed. No harm to the patient.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least 2 bd insyte autoguard-n winged catheters experienced catheter splitting. The following information was provided by the initial reporter: attempted to start IV x 2 attempts with insyte-n autoguacd winged 24 gauge x 0.56in catheter (yellow packaging, with wings). However, when rn tried to advance catheter, catheter tip "shredded," and could not be advanced. This happened twice, and per nnp has also happened recently at pvh. Normal process of IV start was followed. No harm to the patient.